Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The facility nurse reported that the patient presented to neurosurgery clinic with signs of csf leak out of the wound. Patient had to be admitted and operated on. When surgeon opened the valve to perform revision, he found breakage in the place of connection of certas valve with siphonguard (ID 828804 - certas inlin vlv only w/sphngd). The valve had to be replaced.